Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. The customer also states that the infusion set had no delivery alarm. Troubleshooting was performed for no delivery alarm and failed battery test alarm. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis. The reservoir will not be returning, however the infusion set will be returning for analysis.